Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital with dyspnea two days post-implant. It was then discovered the patient had a left iatrogenic pneumothorax. The patient was hospitalized and the pneumothorax resolved. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.